Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report for an event which occurred in (B)(6) involving a new pentax model ec38-i10l/serial (B)(4). The report stated "a new device has been brushed manually before the first use and then prepares a rdg-e. The subsequent sampling found fungi". Pentax (B)(4) is currently investigating this event.

Event description:
According to pentax europe (B)(4), the customer reprocessed the colonoscope a second time and sampled. Results of this sampling confirmed the colonoscope passed hygienic-microbiological requirements. On 25-oct-2016, device history review was performed confirming the colonoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).